Event description:
Additional information received from the patient reported that they had seizures when the implant was put in and their tremors are worse and are taking more medication. They are also seeing low battery screen on the patient programmer (pp), have a pinched nerve in their right arm that goes up their neck, and sometimes their fingers go numb. The patient was redirected to their hcp.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experienced slurred speech, difficulty walking, and has fallen a lot in (B)(6) 2015. The patient saw her health care provider (hcp) in (B)(6) 2015 and had a reprogramming session with the manufacturer representative (rep). It was noted that the hcp told the patient not to go above 4 because it will affect her face. The hcp turned it up to that point previously but then turned it down; the patient's face twisted. On (B)(6) 2016, the patient's husband checked the implantable neurostimulator (ins) with a setting of 3.1 and her legs began shaking. It was also noted that the patient had an unrelated x-ray for a torn muscle that resulted in a pinched nerve. Additionally, it was reported that the patient experienced unrelated pain due to the patient's new glasses being too tight; the pain was resolved when the patient took off the glasses. Please see report number 3004209178-2016-08378.

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported the patient had physical therapy about a week ago for their voice, as they had been slurring since implant, and for walking, due to the previous fall. The patient clarified they had fallen after implant surgery sometime between (B)(6) 2015. The patient reported that none of the falls appeared to be related to the event date, with no connection or impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.